Event description:
A hospital in (B)(6) reported that a water leak occurred around the connection between the chamber dome and chamber base after two weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to one of our distributors that a water leak occurred around the connection between the chamber dome and chamber base of an mr290 vented autofeed chamber from an rt226 breathing circuit kit. This was found after two weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected for the reported leak. Results: visual inspection revealed that the chamber dome was completely separated from the base, and was cracked around the lower edges a lot check revealed no other complaints of this nature for lot number 120116. Conclusion: we are unable to determine the root cause of the damage observed to the chamber dome from the base. It is likely that the prolonged use of the chamber contributed to the chamber dome separation, and cracking our user instructions that accompany the rt226 breathing circuit kit state the following: "this product is intended to be used for a maximum of 7 days." All mr290v chambers are pressure tested prior to leaving the production line and any leaks in the chamber are detected during this process. Any chambers that fail this test are rejected.